Event description:
A report was received from the department of health services of pt death being investigated by them for a second time. Request was made for error log interpretation. There was no allegation by reporter that a ventilator malfunction contributed to this event.

Manufacturer narrative:
Covidien/nellcor puritan bennett was not authorized to evaluate or service this unit. Evaluation and investigation completed by customer who reported, he determined that the ventilator did not malfunction. Error logs were provided.